Event description:
The patient stated that she experienced an infusion set separate near the luer connection. She stated she has experienced the issue several times and she stated that she was unaware of the recall. Company records indicate that the recall notification was delivered. She stated that she became aware of the separation while bolusing because she received an 04 (occlusion) error. No physiological effects were reported. The patient stated that she was at work and her husband was bringing her a replacement infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.